Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas® mpx assay performed within specifications. Data analysis indicated that the hiv target for the sample on (B)(6) 2024 showed late amplification with a cycle threshold (CT) value of 37.04, which is consistent with a sample at the limit of detection (lod). Positive control targets for hiv were robust and sigmoidal, confirming proper assay performance. A review of complaint history revealed no prior allegations of result discrepancies for mpx lot k21369. The most likely cause for the discrepant hiv result was attributed to the sample having a viral titer at the limit of detection of the assay. Such samples may yield results that waver between reactive and non-reactive, which is an expected behavior for lod samples.

Event description:
The initial reporter alleged an unexpected non-reactive result for hiv when using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The customer reported that an external control was non-reactive for hiv on (B)(6) 2024 and reactive for hiv on (B)(6) 2024. The expected result for the external control was positive. Data provided by the customer indicated that the sample with the suffix '-d' was non-reactive for hiv on (B)(6) 2024 and reactive for hiv on (B)(6) 2024. The hiv target for the sample on (B)(6) 2024 showed late amplification with a cycle threshold (CT) value of 37.04.